Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. It was reported that the insulin pump had a crack. It was also reported that there was condensation inside the screen of the insulin pump. The customer also reported having to frequently change the battery of the insulin pump. The customer declined to troubleshoot. No additional information was provided.